Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead experienced dislodgement, this was confirmed through x-rays. Additionally, connection issues were observed. An attempt to reposition this lead was performed; however, it was unsuccessful. After this, it was attempted to extract the lead, however, difficulties to extract were observed. It was decided to surgically abandon the lead, and another was implanted instead. Discussions regarding a future surgery in order to successfully explant the lead were made. No further adverse patient effects were reported.